Event description:
It was reported while using byte day aligners the patients bite was found to be articulated incorrectly requiring a rest period from treatment and prompting recommendation that pt be seen by local dentist furture bite evalation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.